Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received loss of communication between pump and transmitter. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with manual injection and insulin pump. The event involved product(s) mmt-242a,mmt-7841zn,mmt-332a,mmt-7040a,mmt-1884. Troubleshooting was performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. It was that confirmed transmitter serial number is programmed in manage devices screen. Pump is in process of making multiple attempts to reestablish communication with the transmitter and the issue was not resolved. No further patient complications were reported. No product return is required for mmt-242a,mmt-7841zn,mmt-332a,mmt-7040a,mmt-1884.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0874 inches. Unit successfully downloaded to thump. Confirmed 24.175 units of normal bolus was delivered on 08/23/2025 between 00:04:37.000 and 23:55:39.000. The pump was connected to a test transmitter/sensor and experienced connection interruptions. Pump and test transmitter/sensor did not calibrate successfully. The pump was cut open to perform visual inspection and found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed required testing. However, found moisture damage to pcb1 board and pcb2 board during visual inspection. Confirmed moisture damage to pcb1 board and pcb2 board. Pump failed to successfully connect to transmitter. No communication between pump and transmitter confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.